Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.